Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring proximal seal fell apart in the surgeon's hands. The reporter clarified that the deployment tube detached when the surgeon put the seal in the tube. A replacement unit was used to complete the procedure. The occurrence date is unk. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).